Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Our distributor (B)(4) has reported that he has received a call from the customer and he reported that there is around 4 pedicles screws from two operations broken. The distributor reported that the all are new from last order and they are asking what action to be taken. The distributor is asking if the mfg needs the products to be sent to them.